Manufacturer narrative:
The reason for reoperation is/was: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Medical staff reporting rupture. This relates to right device. Device status is unknown.